Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure error c-34 and was confirmed and replicated using system logs as happening in the field. Upon visual inspection, there were no issues found that would be related to the reported event. The erbe was tested using a system and on startup the unit displayed c-34 hf voltage. As a result of these findings the unit will be returned to original equipment manufacturer (OEM) for additional failure analysis the probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that error code c-34 occurred on the generator, and they could not use monopolar functions during the procedure. The customer had already restarted the generator, but the issue persisted. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on with errors present. The fault was recovered, and the procedure was completed with the same esu generator. There was no patient injury.